Manufacturer narrative:
Imagery was provided by the complaint site. One (1) strut was observed to be bent outward approximately 90 degrees at the inflow. The device was returned to edwards lifesciences for evaluation. During visual inspection one (1) strut bent outward approximately 90 degrees at inflow was observed. All the struts exposed through the skirt since the valve was crimped and used. The valve was expanded by engineering and one (1) bent strut remained at the inflow. All the struts remained exposed through the skirt since the valve was crimped and used. The frame was distorted/damaged. The leaflets were torn, wrinkled and dehydrated due to the storage condition (prolonged crimping) during the return handling process. No functional or dimensional testing was able to be performed due to device return condition (frame distorted/damaged). DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards¿ logo up throughout the procedure to prevent kinking of the delivery system. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaint for ¿frame ¿ damaged ¿ during use¿ was confirmed based on the visual inspection of the returned device. No manufacturing non-conformances were identified during evaluation. A review of DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, the vessel was of regular anatomy with mild tortuosity as well as mild calcification. The presence of tortuosity and calcification could create a challenging pathway during the advancement of delivery system through the sheath and led to the high push force and resistance. So, if excessive force was applied to overcome the resistance, it can result into frame damaged/bent strut. While a definitive root cause was unable to be determined at this time, it is possible that patient factors (tortuosity and calcification access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. The complaint was confirmed. No manufacturing non-conformances were identified. A definitive root cause is unable to be determined, but it is possible that patient factors (tortuosity and calcification access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, per management discretion, a product risk assessment and CAPA was previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 ultra valve by transfemoral approach, the valve and delivery system could not be advanced through the esheath. The valve was approximately 14 cm into the esheath when it got stuck. The delivery system, valve and esheath were removed as one unit. New devices were used to complete the case. There was no injury to the patient reported. At last report, the patient was doing fine. A photo of the devices showed one of the valve struts was bent outward and the esheath liner was torn.

Manufacturer narrative:
Additional information was received. Access was achieved via the right femoral artery. The access vessel was of regular anatomy with mild tortuosity and mild calcification. The access vessel size was between 6.5 and 7.5mm and did not require pre-dilatation according to the physician. There was no circulatory calcification at the access side. The insertion angel was not considered to be a contributing factor to the event.